Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) has not been informed of any device testing from the facility. The devices have not been sent back for deep disinfection and loaner devices have not been requested by the facility or provided by the company. The customer was provided 6 heater-cooler devices on (B)(6) 2013. However, it is unknown which device was utilized during the patient's procedure. A review of the dhrs for all 6 devices shipped to the facility in 2013 did not identify any deviations or non-conformities relevant to the reported issue. As the initial report indicated that the patient has not tested positive for ntm infection, there is no reason to suspect that the heater-cooler device is in any way related to the patient condition. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report regarding patient litigation related to the patient feeling unwell following an open heart surgery procedure on (B)(6) 2015 which used a heater-cooler system 3t. The report indicated that the patient tested negative for non-tuberculous mycobacterium (ntm).